Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed pacing impedances of greater than 2000 ohms. The patient was seen for a revision procedure where, under fluoroscopy, the lead was noted to have been fractured. The lead was explanted and replaced. The lead has not been returned for analysis. There were no adverse patient effects reported.